Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient suffered from symptoms again (urge incontinence), and high impedances were noted on electrodes 0 and 3. The current setting included electrode 3 as anode. Therefore, therapy effectiveness was missing due to high impedances on that electrode. Reprogrammed to a setting that does not use electrode 0 or 3, and the patient had sufficient sensation; impedances were still high. If reprogramming did not lead to good therapy effect, a revision surgery would likely be planned. At this moment, the patient would need to observe the therapy outcome and would report. The battery still has about two years remaining. If therapy outcome is good with the new setting, the lead would be checked during ipg replacement in about two years. The issue was not resolved at the time of this report.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.